Event description:
It was reported that a patient underwent oblique lumbar interbody fusion (olif) at l3-l5. It was reported that no drain was placed postoperatively and hematoma was revealed in the patient in retroperitoneum. Anemia progressed in a week and an examination revealed swelling at psoas major muscle of the entry side, and the patient reportedly complained of hip joint pain at the time of extension. No bleeding tendency was observed with the patient.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.